Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2016 the battery charge was full and the insulin pump turned off without a warning. The customer stated that the battery showed as full for 3 months. The customer stated she woke up and the display was blank. Blood glucose value was 302 mg/dl. Customer stated the insulin pump does not have damage or corrosion. She changed the battery and the display returned. She was advised to monitor the device. She called back on (B)(6) 2016 and reported that the blank display issue persisted after replacing the battery cap. Customer's blood glucose was 468 mg/dl which she treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.